Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Itchy and rash, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe itchy and rash , is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No name of surgery? Unsure of exact name but was a knee procedure what was the procedure date? Unknown what date /day post op was the reaction noted? Unknown was any surgical intervention performed? Pa did not mention any surgical intervention, just medicinal were any cultures taken? Results? Unknown please describe how was the adhesive was applied. Unknown, but surgeon, pa, and staff are long time users of the product what prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing used? Unknown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown patient pre-existing medical conditions (ie. Allergies, history of reactions). Unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown product lot of product used? Unknown current patient status. Pa said that patient is doing well. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown is product available to return for analysis. No no product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a on an unknown date in 2024 and topical skin adhesive was used. Approximately one week post op, the incision was itchy and had a rash. Rash ended up spreading whole body. Antibiotic and steroid prescribed. Additional information has been requested.